Manufacturer narrative:
Samples received: 1 open pouch. There are no previous complaints of this code/batch, no units in OEM stock. Received 1 open sample with the needle detached from the thread sample has been manipulated and the needle has been damaged. Without any closed sample we cannot carry out a complete analysis. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil OEM requirements. The complaint is justified for isolated detached needles, but the conclusion is not corresponding according to results of in process controls. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventative actions: not applicable.

Event description:
Country of complaint: (B)(6). One unit was faulty, the needle was not attahced to the thread.